Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing swollen and infection at the implanted device pocket site. Also, it was noted that the pacemaker has eroded from the pocket. The physician explanted and replaced the pacemaker. Both right ventricular lead and atrial lead were capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.